Event description:
Per the dr's report, the pt was explanted in 2006, due to extrusion of the receiver/stimulator. Reimplantation surgery plans have not been reported to cochlear.

Manufacturer narrative:
This is a final report.